Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported experiencing symptoms such as fatigue and drowsiness. The customer tried to test their blood glucose level with their precision qid meter, but was unable to due to a calibration issue due to the issue of incorrect strips. The customer sought consult with his physician and was diagnosed with diabetic ketoacidosis. According to the customer, he did not take anything for being fatigued. There was no report of death or permanent impairment.